Event description:
It was reported that ongoing intermittent occlusion alarms occurred, which caused their blood glucose level to rise to 520 mg/dl. The customer addressed the high blood glucose by administering a correction injection via mdi and followed additional instructions from technical support to manage the situation. Despite attempts to resolve the occlusion through various steps, the issue persisted, and it was determined to be caused by a blockage in the cartridge. The customer changed supplies and resumed insulin therapy without requiring third-party assistance.